Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting to the lower abdomen and lateral chest using the cooladvantage plus and cooladvantage curve applicators. The patient has developed possible paradoxical hyperplasia.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the lower abdomen and chest on (B)(6) 2020 using the cooladvantage coolcore & coolcurve+ system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Additional data: a4 a6(black or african american) d4 d10. Changed data: b5 d1 d8 d9 g1 g4 h6.